Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, sensor error-change sensor/bad sensor, sensor error-cal error/calibration not accepted, display anomaly-light emitting display anomaly. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7715, mmt-7841zn. Troubleshooting was performed. The customer received a change sensor alert. Customer was unable to run a transmitter test and/or test passed. The customer reported a discrepancy between sensor glucose: 70 mg/dl vs. Blood glucose: 110 mg/dl, difference: 40 which was not within range. Explained sensor may have no longer been responding to glucose changes. The customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. Customer has tried replacing the battery in the charger but light emitting does not blink. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. Mmt-7715 was requested and customer response was the device will be returned. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose. No paired sgs with any bgs in this timeframe - unable to compute bias/ard. Carelink investigation cannot be performed. Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted. Change sensor due to rapid change in sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.